Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was not responding and cannot be calibrated successfully. The customer requested material only part order for a replacement touchscreen.

Manufacturer narrative:
A touchscreen was ordered in a material only work order. Multiple good faith efforts (gfe) were sent to obtain confirmation of part receipt, part replacement, issue resolution, and a return to service. In a gfe response from the remote service engineer, it was stated that further information was not available. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.